Event description:
Refer to MFR report # 3004209178201008216 for info prior to system replacement surgery. Following system replacement surgery (B)(6) 2010, the pt experienced infection. The system was explanted (B)(6) 2010. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).